Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown. (B)(4). Investigation summary: the customer did not provide bd pas with lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that after use with 3 bd vacutainer® edta (k2e) 5.4mg blood collection tubes it was discovered that the tubes were expired. The following information was provided by the initial reporter: lab manager called in requesting information in regards to using expired vacutainers and the possible outcomes. No date of event, 3 occurrences at this time. There is no erroneous results to report at this time but patients will be called in to be redrawn. No lot information at this time but expiration date was 07/31/2020.